Event description:
It was reported by the customer that a client was being lifted in the sling attached to a maxi twin and the left hand leg strap of sling became disengaged. The client then slipped from the sling to the floor from a height of approx 4 feet. Client has been taken to hospital and is now returning to site; pt suffered a skin graze and some bruising.

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.